Event description:
The customer reported that the freedom onboard battery "does not work". No other info was provided. This alleged failure mode poses a low risk to the pt because it would not prevent the freedom driver from performing its life-sustaining functions. In addition, pts are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom onboard battery "does not work." No other information was provided. The onboard battery successfully passed physical inspections. Onboard battery s/n (B)(4) was not expired at the time of the customer-reported issue and had an expiration date of september 2015. Smbus (system management bus) data review for the battery revealed no permanent fault flags and no anomalous smbus data. The onboard battery successfully passed functional testing and the root cause for the customer-reported inoperable battery could be not determined or confirmed. The reported issues posed a low risk to a patient because they would not prevent a freedom driver performing its life-sustaining functions. Patients are provided with several onboard batteries, and the freedom driver utilizes redundant power sources, such as two onboard batteries, external ac power and the freedom car charger. Because the battery is now beyond the expiration date, freedom onboard battery s/n (B)(4) has been taken out of service. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.